Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 500 mg/dl, but at the time of reporting had gone back down to 245 mg/dl. Customer was also looking for a new diabetes care manager in her area. She was no longer in the hospital at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.